Manufacturer narrative:
Investigation summary: a device history record review was completed for provided lot number 2101226. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for further evaluation by our quality engineer team. The retained samples were inspected and no signs of defect were identified. Per the provided feedback, it is possible that the reported incident resulted from damage to the plunger lip component. This type of damage may occur during the handling of the product through the manufacturing facility or within the plunger assembly machine. Without the affected sample for further analysis, the exact cause could not be determined for this incident. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time

Event description:
It was reported when using the bd¿ syringe there was leakage past the stopper/plunger. The following information was provided by the initial reporter. The customer stated: "the nurse found the medication flowed out along the inner core of the syringe during the extraction process, making the medication unavailable."